Event description:
The customer reported a receptacle and dash power cord caught fire. Though the device was in pt use at the time, there was no harm to the pt or to the user.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.